Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d6b, h6. Clarification to b3: partial date of 2024 was provided.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade iii and "broken". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: (B)(6).

Event description:
Physician reported unknown side "pain, spontaneous and on palpation, inflammation, distortion in shape, position and volume, and rupture" confirmed via MRI. This is for the left side. Device remains implanted.